Manufacturer narrative:
Qn#: (B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of unable to detect iab balloon connector is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that when the intra-aortic balloon (iab) was connected to the main console, it was not recognized as a 40cc, but the indication was 2.5cc. There was a report of patient death an unknown amount of time after the reported event; however, it is currently unknown if the device contributed to the patient's death. There was no reported delay in patient therapy. The date of the patient death is unknown at this time. Follow up has been sent to the user and once the information is available the complaint will be updated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was connected to the main console, it was not recognized as a 40cc, but the indication was 2.5cc. There was a report of patient death an unknown amount of time after the reported event; however, it is currently unknown if the device contributed to the patient's death. There was no reported delay in patient therapy. The date of the patient death is unknown at this time. Follow up has been sent to the user and once the information is available the complaint will be updated.